Manufacturer narrative:
E1: patient country: canada. Name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the infusion set cannula was bent on (B)(6) 2026. The patient was experienced high blood glucose levels and treated with correction injection via multiple daily injections (mdi).